Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the pump stopped working. The cylinders only inflate to thirty percent. After pumping about 20 times or so, the pump collapses and then after a certain point, the pump gets so hard that it can't be pumped up anymore.